Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: topiramate and estradiol. Concurrent conditions included epilepsy. In 2009, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (was required to undergo a total hysterectomy with removal of the essure devices). Essure was removed in 2010. At the time of the report, the pelvic pain, female sexual dysfunction and dyspareunia had resolved and the anxiety, depression and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, dyspareunia, female sexual dysfunction, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms, forced to undergo a major surgery, has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: confirmed proper placement and full occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical drug and concomitant disease were added. Updated suspect drug inaction. Added events apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), stomach pain and vaginal pain. On 2010, she explanted essure (previously reported as 2009). Updated events and outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pain') in a female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, crohn's disease, pelvic prolapse, sulfonamide allergy and drug hypersensitivity. Previously administered products included for an unreported indication: morphine, motrin, topiramate, premarin, estradiol and zofran. Concurrent conditions included epilepsy. In 2009, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo oophorectomy). Essure was removed in 2010. At the time of the report, the pelvic pain, female sexual dysfunction and dyspareunia had resolved and the anxiety, depression and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, dyspareunia, female sexual dysfunction, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2008 and essure removal date as per mr is (B)(6) 2009. Trailing coil in right 2 coil and left in 2 coil. Plaintiff sought treatment on multiple occasions for symptoms, forced to undergo a major surgery, has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: confirmed proper placement and full occlusion. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received: reporter, lot number, medical history ,historical drug and rcc added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pain') in a female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, crohn's disease, pelvic prolapse, sulfonamide allergy and drug hypersensitivity. Previously administered products included for an unreported indication: morphine, motrin, topiramate, premarin, estradiol and zofran. Concurrent conditions included epilepsy. In 2009, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo oophorectomy). Essure was removed in 2010. At the time of the report, the pelvic pain, female sexual dysfunction and dyspareunia had resolved and the anxiety, depression and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, dyspareunia, female sexual dysfunction, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2008 and essure removal date as per mr is (B)(6) 2009. Trailing coil in right 2 coil and left in 2 coil. Plaintiff sought treatment on multiple occasions for symptoms, forced to undergo a major surgery, has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: confirmed proper placement and full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (was required to undergo a total hysterectomy with removal of the essure devices). Essure was removed in 2009. At the time of the report, the pelvic pain had not resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms, forced to undergo a major surgery, has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.